Event description:
During service of the ventilator, the manufacturers field service engineer (fse) reported observing a low bus voltage in the hardware screen. The fse reported the backup battery was replaced to address the finding. Applicable final testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation.